Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however, outer insulation cosmetic cut, outer insulation breached cut, and apparent explant damage noted.

Event description:
It was reported that during implant attempt, due to the size of the atrium, the ventricle was captured when pacing at 10 v. The lead was not used and was replaced. No patient complications have been reported as a result of this event.